Event description:
During an in-clinic follow up, an event of oversensing due to noise was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.